Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter pulmonic valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on patient assessment, taking into consideration the distribution of calcium present to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause for the valve regurgitation could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), 4 years after the implant of a 26mm sapien valve in the pulmonic position, a 26mm sapien xt valve was implanted within the sapien valve due to a moderate to severe valve regurgitation. The sapien xt valve was implanted in perfect position and the valve regurgitation disappeared immediately. At the time of the report the patient was stable and doing well. Attempts to determine the cause for the valve failure could not be determined with intra-cardiac echo (ice) due to technical issues with the system.